Event description:
It was reported that pump battery depleted too quickly despite customer usage patterns that normally would not cause such rapid power loss, and there were no low power alerts or shutdown alarms associated with the issue. There was no reported impact to the customer¿s blood glucose level. Customer was instructed by technical support to fully charge battery, and multiple later attempts to contact customer for follow-up were unsuccessful, so case was closed with plan to reopen if customer reached out again.